Event description:
The pt reported experiencing a "jolt" while charging and subsequently developing redness at her scs ipg pocket site. It was also reported the pt has not charged or used her scs system since the events occurred.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.